Event description:
It was reported that a volume discrepancy was first noted. The patient underwent a catheter revision. At the patient's most recent refill, there was a volume discrepancy greater than 25%. The expected reservoir volume was 3.6 ml, but the actual reservoir volume was 18 ml. A study was performed, but the rotor did not appear to be turning, however it appears that the diagnostic testing was not performed according to the labeled procedure, and a repeat procedure was recommended. The hcp also noted that the patient experienced overdose symptoms following a catheter access procedure (no additional details provided). The patient's pump contained dilaudid and clonidine. Patient treatment and outcome was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received. Reference MFR report #6000030200704542.